Manufacturer narrative:
The customer's report was observed during initial testing of the device. However, the device was put through extensive testing without duplicating the report. The ac charger board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.